Event description:
Laerdal medical received a report from the facility that a pt (date/details unknown) could not be shocked by a hs4000 defibrillator using a laerdal 920650 adapter cable. The hs4000 continuously prompted "pads off". ECG pads were applied and a vf rhythm was detected. The pt was transported to a hospital and was in critical condition (final outcome unknown). The user does shift checks of their equipment, but these tests do not check the 920650 cable.